Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was advancing the taxus express2 3.5x24mm drug eluting stent to a calcified lesion and was unable to reach the lesion. The stent was removed from the pt and, upon examination, the distal portion of the stent appeared to be "frayed and coming off the balloon, about 1-2mm." The damaged stent was exchanged for a new stent and the procedure was successfully completed. No pt complications were reported. Pt status is satisfactory.